Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that new logfiles show that the previous upward trend in power stabilized after ramp study. No further high watt alarms (limit at 7). It was reported that power is trending slightly up today and lactate dehydrogenase (ldh) continues to rise (800 1/29), international normalized ratio (inr) was therapeutic at 2.4. These findings are concerning for pump thrombus although logfiles are not overtly consistent with this.

Manufacturer narrative:
A supplemental report is being submitted for corrections to sections b2 and h6, device evaluation, and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) battery ((B)(6)) were returned for evaluation. A review of the manufacturing documentation confirmed that (B)(6) and the battery (B)(6) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed an abnormality within the cell voltage plot due to a cell pair depleting at a faster rate than the other cell pairs, which would result in the battery depleting at a faster rate than expected. Internal inspection revealed a slightly swollen cell pair. Based on the available information, the most likely root cause of the abnormality within the cell voltage plot can likely be attributed to the gradual aging of the battery. CAPA pr00619107 is investigating this issue. Log file analysis revealed twenty-five (25) low flow alarms logged since (B)(6) 2025. An increase in power consumption and estimated flow was observed on (B)(6) 2025. In addition, a sudden sharp increase was logged on (B)(6) 2026, followed by a drop in power consumption and estimated flows corresponding with an increase in pump rotational speed logged on (B)(6) 2026. An additional increase in power consumption and estimated flows began on (B)(6) 2026, followed by another drop in parameters on (B)(6) 2026. One (1) high watt alarm was logged on (B)(6) 2026 at 14:32:28. One vad disconnect alarm was logged on (B)(6) 2026, indicating a physical disconnection of the driveline from the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs associated with (B)(6) between (B)(6) 2025 and (B)(6) 2025 were not available. Additionally, log file analysis associated with (B)(6) revealed twenty-six (26) vad disconnect alarms logged since (B)(6) 2025, indicating the controller was powered up without the driveline connected. Failure analysis of the returned pump revealed that the device passed functional testing and visual inspection; dimensional verification revealed that the front preload and rear and front housing disc curvatures were found to be deviating from manufacturing specifications. However, the observed front preload and rear and front housing values do not compromise the performance of the pump and are not considered a failure of the device. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Per the instructions for use thrombus and respiratory dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2024/ serial #: (B)(6) d9: yes, return date: 05-mar-2026 h3: yes h4: mfg date: 19-jul-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a battery was returned to the manufacturer. Manufacturer's analysis revealed a discharge abnormality.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Updated b5 and additional codes block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that although the thrombus is not confirmed, lytics were given to reduce any suspected thrombus. The patient remains on the ventricular assist device (vad) and discussions are being held about possible device exchange.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad exhibited an abnormal grinding noise. The abnormal pump sounds persisted even after thrombolytic therapy was given.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a pump exchange to the competitors device.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted for heart failure symptoms, including shortness of breath and bilateral lower extremity edema and the ventricular assist device (vad) exhibited low flow alarms. The patient underwent intravenous diuresis and a ramp study, during which the vad speed was increased. Following the speed increase, high watt alarms were noted on the vad, and logfile analysis revealed an uptrend in power prior to the speed increase. Laboratory testing showed an elevated lactic acid dehydrogenase level of 456, compared to the patient's baseline of 157. The vad remains in use.